Manufacturer narrative:
The returned cartridge was evaluated by product analysis on 01/16/2014 with the following findings: the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was at the hospital with diabetic ketoacidosis with nausea, vomiting, and large ketones. The patient was treated with subcutaneous injection but the blood glucose (bg) remained at 20-28mmol/l. The reporter stated that the pump emitted loss of prime warnings since (B)(6) 2013 and wanted the pump replaced. The reporter did not know if the patient will be admitted. This report is being made due to the hyperglycemic event the patient experienced due to an alleged loss of prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/22/2014 with the following findings: the review of the black box shows alarm 162 loss of prime warning associated with a zero and non-zero low force. An ¿ezprime¿ sequence and 24 hour duration test were successfully completed with no alarms or loss of prime warnings being duplicated. The pump successfully completed a delivery accuracy test. Force senor calibration check is out specifications. The force sensor resistance was found to be in specifications. A cracked trace was observed near the force sensor pins. The complaint was confirmed in the pump history but not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.